Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of over 600 mg/dl. The customer reported being lightheaded but is okay to troubleshoot. The customer advised that they were not changing their sets per the IFU. Nothing is returning.